Manufacturer narrative:
The field service engineer later determined the screws fixing the sample probe assembly were loose, causing probe misadjustment. The issue was resolved by fixing the screws and adjusting the sample probe. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The customer noted that several sample clot alarms occurred on the instrument on (B)(6) 2023. The sample probe was changed on (B)(6) 2023. After performing cleaning and measuring cell preparation maintenance, the customer performed a fresh lot calibration with a new reagent. Calibration and controls were ok. The issue re-occurred and alarms returned after these actions. Calibration signals from the calibration performed on (B)(6) 2023 were too low. Recalibration performed on (B)(6) 2023 had plausible signal recovery. Quality controls were outside of range beginning on (b)(6(2023. Upon review of the alarm trace, many sample short alarms occurred on (B)(6)2023 and (B)(6) 2023.

Event description:
The initial reporter stated they received discrepant results for 22 patient samples tested with elecsys vitamin d total iii on cobas 8000 e 602 module serial number 15f7-15 between (B)(6) 2023 and (B)(6) 2023. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer on (B)(6) and corrected reports were issued. Quality control recovery was ok from (B)(6) 2023 to (B)(6)2023 for several reagent packs that were in use. On (B)(6) 2023, control recovery was abnormally low for both reagent packs on board. Calibration was performed but failed. Refer to the attachment for all patient data.